Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt fell on the pump and had resulting tenderness and pressure over the pump area. The pump was surgically relocated from the left to the right buttock on (B)(6)2007. The pt resolved without sequelae. No further details or pt symptoms were provided at the time of this report. It was reported that the pt's pump infused at a simple continous rate. The drugs contained in the pump were: hydromorphone 0.5 mg/ml, 0.18885 mg/day; clonidine 100 mcg/ml; and bupivicaine 2 mg/ml.